Event description:
It was reported that the patient presented in clinic for an unrelated generator change procedure. The right ventricular (rv) lead showed externalized conductors confirmed by fluoroscopy on (B)(6) 2022. No electrical malfunctions were reported. Surgical intervention was planned but was not yet performed. The patient was stable throughout.